Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a follow-up appointment, erosion was identified in a patient with an implantable pulse generator (ipg) w1sr01 azure xt sr MRI and lead. The erosion was discovered when a nurse practitioner requested to see the incision, despite the patient having no complaints and a good device check. The source or original location of an infection was unknown, and the organism causing the infection was not identified as no cultures were sent. As a result, an explant with replacement was performed, involving the removal of the ipg and lead, and the implantation of a leadless implantable pulse generator (ipg) vr 2 in the right ventricular lead-septum. No further patient complications have been reported as a result of this event.